Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action ((B)(4)). (B)(4). This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. A customer reported that on (B)(6) 2011 at 7:05am she obtained a reading of 56 mg/dl that was lower than she felt. As a result of the reading, the customer stated she "fell on her knees and injured herself." The customer declined to complete the medical survey or provide additional information, and it is unknown whether she self-treated or sought third-party medical treatment for the event. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45001a840) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.